Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image failure occurred temporarily because water leaked from the connector name plate. The event can be prevented by following the instructions for use which state: - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the camera head had sandstorm image when connecting and then the image disappeared. The issue occurred when preparing the device for use in a therapeutic transurethral resection procedure. There was no patient harm, procedural delay, or injury and the procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to sudden image loss. Also, evaluation found white scratches on the image sensor, and flooding from the video connector area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.